Event description:
Per the dealer, the customer alleges that the left motors on a (B)(4) power chair is leaking grease all over her home. The dealer is at her home and the motor is leaking quarter size drips of oil on her hardwood floors and carpet. When she drives slow it drips continuously. The customer does not have a way to clean the floors and carpets per the dealer.